Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that a few years ago they had to visit the emergency room when they were shocked inappropriately by their implantable cardioverter defibrillator (ICD). Follow-up was conducted to obtain information on the episode, but the attempts were unsuccessful. Records indicate that the ICD remained in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that follow-up was received indicating no record on device interrogation of shocks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.